Manufacturer narrative:
. Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 176 mg/dl. The customer's expected fasting blood glucose test result range is 98 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 295 mg/dl and 308 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/18/2018 and open vial date is (B)(6) 2017. Customer stated he has not had any recent changes in his daily routine. The meter memory was reviewed for previous test result history: a 165mg/dl, (B)(6) 2017 01:56 pm, fasting:yes. A 176mg/dl, (B)(6) 2017 01:44 pm, fasting:yes. A 161mg/dl, (B)(6) 2017 01:32 pm, fasting:yes. A 149mg/dl, (B)(6) 2017 01:25 pm, fasting:yes. A 142mg/dl, (B)(6) 2017 01:27 pm, fasting:yes. Memory concerns: all readings.